Manufacturer narrative:
No product was returned for evaluation. An image was sent by the account confirming weld joint separation. It is unknown if any other damages were present on the shaft without product evaluation. The manufacturing record was reviewed. There are no nonconformances related to this lot therefore, supporting the device met material, assembly and performance specifications. The weld joint separation is likely to have occurred during use in the procedure. Per IFU, it states the following precaution: exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested from the account. No information was received. Anatomical condition, procedure outcome and patient condition are unknown. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: the trapliner catheter broke at the time of removal from catheter guide. No medical intervention reported.